Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals from electromagnetic interference (emi) during an ablation procedure. This ICD remains in service. No adverse patient effects were reported.